Event description:
Tip of wire broke off inside of the patient. They were doing csi, removed the wire, and then realized the tip was still inside. The tip was visible on x-ray. Physician removed the broken tip using a snare.